Event description:
The manufacturer received information alleging a ventilator service alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and an issue with the left button was confirmed by an operational check. The left button reacted as if pressed twice when pressed only once. The front panel / keypad led board was replaced to address the issue. Additionally, unrelated to the button issue, the issue of a ventilator service required alarm was not duplicated by an operational check, but an error code related to the oxygen sensor was found in the error log. Err_obm_replace_o2_sensor is concerned with the o2 sensor, which measures ambient oxygen concentration. It does not impact therapy. The oxygen blender board was replaced to address the issue. Also, unrelated to the button issue, it was confirmed by an operational check that noise was coming from the motor blower assembly. The motor blower assembly was replaced to address the issue.